Event description:
A caller reported a malfunction on a pump, identified by the malfunction code 'malf 0.' There was no adverse impact on the customer's blood glucose level. Customer technical support provided the caller with information on resetting the pump, and they assisted in the process. The malfunction did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to contact technical support if the malfunction recurred, and they confirmed their understanding.